Event description:
On 2011 (B)(6), gamma3 surgery was performed. On 2013 (B)(6), a revision surgery was performed because of femoral head necrosis. During revision surgery the surgeon attempted to extract the gamma nail forcibly by tha anterior approach, it took about one hour.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.